Event description:
It was reported, the patient experienced a supraventricular tachycardia (svt) and the device delivered inappropriate atp due to an incorrect interpretation of signals. Due to the inappropriate atp a ventricular tachycardia (vt) developed and was unable to be terminated by shocks delivered from the device. The vt ended spontaneously. Reprogramming of the device is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.